Event description:
It was reported that during an unknown procedure, the device would not staple and cut at second firing. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: one device and four cartridges (b-c-d-e) were returned. The device was returned the handles opened by the seam and with no other visual non-conformance and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. Therefore, the device was disassembled to verify the condition of the internal components and release button left post was broken; no other anomalies were noted. Cartridges b-c-d-e were returned fully fired and with no visual non-conformances. Cartridge b-d batch c5dz5l, cartridges c-e batch c5dy8f.